Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3 failed and was sticking out. A field service engineer (fse) powered off the unit and identified broken house latch screws. The damaged screws were replaced, restoring proper latch functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was sticking out. The customer closed the drawer, but it continued to stick out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.